Manufacturer narrative:
The device is returned and device evaluation is not completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, there was a leak during reprocessing. The device had a broken bending section.